Event description:
Additional information received indicates that surgical intervention took place wherein one of the leads was explanted to address the issue. The physician was unable to implant a new lead due to scar tissue. Reportedly, therapy was restored with other lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated both leads migrated.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported one of the patients leads has migrated following a fall. Surgical intervention may take place to address the issue. Investigation was unable to determine which lead was at fault.